Manufacturer narrative:
(H3) the investigation into the reported "aic - battery failure (red alarm)" has been completed since the original report was filed. Product was returned for investigation. The console was received back for investigation, the batteries were confirmed to be unable to power the console and could not charge. Replacing the batteries, with batteries that were not locked restored charging capabilities and provided full power to the system. During data analysis, the console ic6235 was turned off on (B)(6) 2023 with the batteries registering at cell voltages of 4v which was the last time the console was used before the complaint date (ic6235 ltpower 4_18_23.png). 11 months later on (B)(6) 2024, the console immediately has a battery failure (alarm #360). At this point, the console registered cell voltages around 2.3-2.5v. The cause of the automated impella controller (aic) issue was a depleted battery due to most likely the console not being charged in the year between uses.

Event description:
The complainant reported that the backup automated impella controller (aic) displayed 'red battery error' after starting. The console was used to implant the impella cp. After successful pump insertion, the patient was unable to be transferred to the ICU due to the battery problem. The issue was unable to be resolved with reset attempt. The console was exchanged without any patient harm reported. The patient expired on support. There is not enough information to exclude impella as an associated factor in the patient's outcome.